Manufacturer narrative:
H3 and h6 codes - updated. One used device and three unused devices from the same lot were returned for investigation. The devices were visually inspected and found that no damage or anomalies were observed. During the function testing, the tube luer bond junction of each returned cassette was leak tested. A leak was observed at the tube luer junction of the used cassette. No leakage was observed on any of the new cassettes. The leaking luer tube bond was separated, and the tube and bond pocket was inspected. A solvent channel was observed on the tube. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during assembly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was liquid leakage from the connection part between the tube and the connector. The event occurred during priming. There was no patient involvement.